Event description:
I use the dexcom g6 continuous glucose monitor and 4 sensors have failed to retract from the device forcing me to tear away from my body. I followed the usual prep for this device, removed the adhesive tabs placed on abdomen, removed safety clip and pressed down. The adhesive went down and the needle inserted but the sensor did not retract, so the needle was stuck inside me until it tore away from my body. The sensor did not go into place. I mailed the failed sensors back to dexcom for testing and they sent replacements 1 of which failed again with the same issue. I don't believe any recalls have been issued and I know countless others are experiencing this problem as well, thanks to social media. FDA safety report ID# (B)(4).